Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single use 2-lumen sphincterotome exhibited a break to the cutting wire, with sparks occurring. The coated portion of the cutting wire was torn, and the broken portion of the cutting wire was scorched and melted. There was no patient involvement.